Event description:
It was reported that the patient presented for a follow up, it was noted the device was sensing p waves instead of r waves and no capture. Fluoroscopy was performed revealing lead dislodgement. During revision, helix issue with retraction and extension was noted. The right ventricular (rv) lead was explanted, and a new rv lead was implanted. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of lead dislodgement and failure to capture was not confirmed, while the reported helix mechanism was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. X-ray examination noted the inner coil was overtorque at the connector region. After cleaning the helix, cutting the lead, and applying torque directly at the inner coil, the helix can be extended and retracted. The full helix extension length was measured within the specification. The cause of the reported helix event was isolated to an overtoque inner coil, consistent with procedural damage and clogged helix. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.